Event description:
It was reported that a single out-of-range pacing impedance spike was noted on this patient's right ventricular lead. No noise was recorded. Technical services reviewed the case and discussed possible reasons why this could have happened. Discussed that electromagnetic interference or axial/radial terminal motion of the lead, could be responsible for this measurement. Lead noise alert has been turned on. Technical services recommended to keep monitoring the patient and carefully review electrogram impedance if necessary. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Event description:
It was reported that a single out-of-range pacing impedance spike was noted on this patient's right ventricular lead. No noise was recorded. Technical services reviewed the case and discussed possible reasons why this could have happened. Discussed that electromagnetic interference or axial/radial terminal motion of the lead, could be responsible for this measurement. Lead noise alert has been turned on. Technical services recommended to keep monitoring the patient and carefully review electrogram impedance if necessary. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.